Event description:
Additional information was received as follows: the patient was treated with medication for contrast induced nephropathy which resulted in hemodialysis. The patient recovered 17 days later. The patient had an atrophic left kidney and an accessory renal artery on the right supplying 20% of kidney. The investigator assessed that the contrast induced nephropathy was related to the procedure but not related to the device.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately ten years ago. Aneurysm morphology from the time of implant was not reported. Vessel morphology at the time of implant was that the left renal artery was highly stenotic at the time of index procedure. Currently, it was reported that the aortic neck had elongated and dilated resulting in stent graft migration distally and the aorta had become quite angulated whereas eight years ago it was quite straight. It was reported that there was a type I endoleak seen an aortogram eight years post index procedure and the aortic diameter at the renal arteries was 40 mm. A talent converter and iliac stent grafts were implanted nine years post index procedure followed by a fem-fem bypass. The endoleak was resolved and renal arteries were preserved. It appeared that the patient had renal failure or insufficiency. It was also reported that the patient expired. The primary cause of death was cardiac arrhythmia, secondary is congestive heart failure due to or as a consequence of contrast induced nephropathy. No autopsy was done.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, migration, death, renal issue, cardiac arrhythmia). Patient's condition affected effectiveness of device (aortic neck had elongated and dilated). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck had elongated and dilated).